Manufacturer narrative:
Please note that date of this report is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in date of this report. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter lemo connector pin #1, 2, 3 and 5 were burnt. Also, pin #4 was burnt and melted. The ac adapter was scrapped after failure analysis and the customer was sent a replacement ac adapter to address the reported issue.

Event description:
It was reported to carefusion that the ac adaptor had a damaged connector. While in service it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.